Event description:
Defib comm failure. Do not use message displayed. There was no patient involvement.

Manufacturer narrative:
Evaluation summary:evaluation of the device confirmed the reported problem and disclosed that the screws that hold the capacitor bracket to the bottom enclosure were loose. Furthermore, the cable which connects the motherboard to the defib board was partially severed. Inspection of the device revealed evidence of it being dropped. The device was repaired. The device was then tested and found to perform in accordance with its specifications.